Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-dec-19. It was reported that the pump was delivering morphine (20mg solution at a dose of 5.997 or "something like that"). It was noted that the patient had a surgery a month ago and they got the pump working again, but either 2-3 weeks ago or a month ago, the doctor went to fill the pump and said that the pump was broke or the catheter was broke or something. The doctor reportedly called the patient back and filled the pump, and then two weeks ago the doctor just stuck a needle into the pump, took out maybe 1ml, and then stuck it right back in. The patient was in the rehab center at the time of report because the pump wasn't working and the pain was out of control. The patient couldn't function so the rehab center was taking care of their pain. It was noted that the pump had not been working for 4-5 months and the patient had been in pain and misery for that long. The patient was going in for a refill on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was having difficulties with their pump. No further complications have been reported as a result of this event.